Manufacturer narrative:
The device was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number 8229306, from lot number 0209755042 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The electrode wires were partially cut off when received therefore the ends were stripped for an ohms resistance check during the product analysis. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Evaluation: when compared to the assembly drawing: there were no anomalies in the construction of the device which would have resulted in the reported malfunction. When compared to the harness drawing; the resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements of the (portion connected to the tube) were as follows: red = 1.8 ohms, red with clear band = 1.2 ohms, blue = 1.3 ohms, and blue with clear band = 1.8 ohms; and the (portion cut off) were as follows: red = 1.6 ohms, red with clear band = 1.8 ohms, blue = 1.8 ohms, and blue with clear band = 1.8 ohms [all readings are within specification / combined circuit resistance readings are also within specification]. Note ¿ there were no short circuits between circuits and no intermittent behavior while manipulating connections. When compared to the assembly drawing for subdermal electrodes: the red/white and green end to end ohms resistance shall be less than 2.5 ohms; the actual measurements for the red/white was 1.5 ohms; the actual measurements for the green was 1.8 ohms. There was no intermittent behavior while manipulating the wires and strain reliefs. Instructions for use identify multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation.

Event description:
It was reported "this tube could not detect nerves. Then, the doctor used another new emg tube to complete the surgery." There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.